Manufacturer narrative:
H10: complaints database analysis revealed that no similar event on this device occurred since its installation in 2010. Based on the investigation results of similar cases, the reported malfunction can be due to: defective flat ribbon cable; defective encoder board enc 0601; loose magnet from the magnet holder. During troubleshooting by livanova technician, the reported error was confirmed and the origin of the error traced back to a defective encoder board. The wearing of its electro-mechanical parts, which can be originated by the specific use condition at customer site, may have contributed to the event.

Event description:
See initial report.

Event description:
Livanova deutschland received a report that an electrical venous occluder (evo) gave an error message related to faulty encoder. The issue occurred in priming. There was no patient involvement.

Manufacturer narrative:
A.1.-a.5. There was no patient involvement. H10: livanova deutschland manufactures the electrical venous occluder (evo). The incident occurred in halle/saale, germany. A livanova field service representative was dispatched to the facility to investigate the device and could confirm the reported issue. In order to fix it, the encoder was replaced. Subsequent functional verification testing was completed without further issues and the unit was returned to service. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.